Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements. An x-ray was taken which did not reveal any significant findings. A revision procedure was performed where the lead was viewed under fluoroscopy imaging and also showed no issues. The rv lead was then tested with a pacing system analyzer (psa) and yielded the same low out of range pacing impedance measurements. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.